Manufacturer narrative:
Evaluation results: (endoleak), (dilated iliac artery). Evaluation conclusion: (dilated iliac artery). (Required secondary intervention).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 9 years ago. Aneurysm and vessel morphology from the time of implantation were not reported. It was reported that the left iliac artery expanded and there was a distal type 1 endoleak present. A flared aneurx 18x22x11.5 iliac limb was deployed just above the hypogastric artery. The junction was angioplastied with a compliant balloon. Completion aortogram was obtained noting good position of the stent graft and no endoleak was present. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. No additional clinical sequelae were reported.